Manufacturer narrative:
The investigation is on-going at this time. Upon completion a final report will be filed.

Event description:
The medical center had an impella 5.5 supporting a surgical patient for over 8 days when the team attempted to explant it via the 10mm graft. The pump had supported the patient during and after the coronary artery bypass surgery. When the team was unable to explant by normal practice, they surgically opened the chest for removal. During the surgical intervention they observed a tear at the aorta. A repair and blood product infusion was done.